Manufacturer narrative:
Analysis of the ins ((B)(4)) found insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient noted that recharge issues about 6 months after implant date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that patient complained of recharge burden. The patient stated about 6 months after implant, recharging increased from every 3-4 days to every 18hrs and increased in recharge time to 1-1.5hrs at around 50% battery level. The patient stated there were no known factors that may have led to the issue. The rep said the patient had been reprogrammed to decrease the recharging burden. The rep stated that when the ins was interrogated there were good impedances and no alarms noted, on the day of the report. The healthcare professional replaced the ins and it was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.